Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and small p waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935 lead implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.